Manufacturer narrative:
A review of the mfg records for the reported lot was performed; no deviations were noted and product met all specs. This is the only complaint received for the reported lot. Chemistry eval results of retained unit from the reported lot were within specs. Microbiology eval of retained unit from the reported lot showed the solution to be sterile. The root cause has not been established.

Event description:
A (B) (6) female pt reported experiencing eye pain, redness, foreign body sensation, and blurry vision in the right eye after using complete easy-rub multi-purpose solution for about 2 weeks. She used the product daily for about 10 days and noticed blurry vision so she discarded her lenses and replaced them with a new pair. Her symptoms continued so she saw her dr on (B) (6) 2009. She was diagnosed with a corneal ulcer and treated with topical fortified vancomycin and vigamox. A culture taken at that time was negative for bacterial and fungal growth (28 days) and was gram stain negative. Medical records were received and confirmed the report. The pt recovered, va was 20/20 and had a small peripheral stromal scar. The dr categorized the event as mild in nature and indicated the relationship of the event to use of complete to be unlikely (<5%), but was potentially contact lens related (overuse). The pt stated that she normally uses a cl case for about 2 weeks without cleaning or letting the case air dry, refilling it immediately after pouring out the "used" solution and carrying it with her. She does not sleep or swim in her lenses, but occasionally showers with them in. She does not rub & rinse her lenses prior to disinfection, but does rub the lenses after disinfection and prior to application. She is currently not taking any concomitant medications and has no current health problems. In follow up, the pt declined to provide the complaint unit for testing.